Manufacturer narrative:
Three photos received for investigation. Through visual inspection, the lack of identification label on the collective box is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with due to personnel not following procedure. Manufacturing personnel have been notified and additional training to reinforce has been performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 21ga 1-1/2in mx bun label content was missing. The following information was provided by the initial reporter translated from spanish to english: "the product 308612 with lot 3034888 in box for 100 units arrived without label to end customer. We inform you that the order for the addressee: hospital dispatched with remittance no. 311140230962 and document 192250 for: 5 boxes presents a novelty in its delivery with cause : repacking and conditioning of merchandise. Return of 01 box x 100 units because it did not arrive with the identification sticker."